Event description:
The patient reported having a tattoo and since then has had "a lot of small flutters" and "can't exercise." The patient also stated she feels "really lightheaded" as if "about to pass out" and that her heart and lungs feel "just bad", "ache," and she has "trouble breathing". Information received from the clinic provided additional patient reports of shortness of breath, increased dizziness and some syncope, along with sharp chest pain and discomfort. It was noted the patient's pacing device had been "grabbed" several months earlier resulting in a lot of chest discomfort. A device check concluded normal device function at the time. A recent ECG showed sinus rhythm with an rsr in v1 and q wave in lead 3 & avf that was unchanged from ECG done ten months earlier, with atrial pacing at 70. Alternative or atypical causes were noted as potential causes of the chest discomfort. The device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.